Event description:
It was reported that the prior the procedure, it was noticed the console was in case saver mode. Due to this, the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the prior the procedure, it was noticed the console was in case saver mode. Due to this, the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Correction to field a1: patient identifier. Upon receipt of this brick (laser source) at our quality assurance laboratory, this device component was thoroughly analyzed. The visual analysis identified the brick was in overall good physical condition, the ends are intact with all screws in place, there was no leakage along the end cap seams, the body was clean and light shines through the rod. However, even though the visual inspection mentions that the brick was in good condition, the field service engineer states that the brick was defective and required replacement. The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the laser was going into case saver mode due to issues with channel 4. On entering service mode, it was found that the brick had low efficiency and pump energy. The fse proceeded to remove the coolant and replacement bricked with new rings. The systems were aligned and calibrated. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. The reported device performance allegation was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the laser was going into case saver mode due to issues with channel 4. On entering service mode, it was found that the brick had low efficiency and pump energy. The fse proceeded to remove the coolant and replacement bricked with new rings. The systems were aligned and calibrated. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. The reported device performance allegation was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the prior the procedure, it was noticed the console was in case saver mode. Due to this, the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.